Event description:
It was reported that the downstream occlusion (dso) seal was bubbled, battery compartment latch was cracked, and lens was damaged. The customer returned the product for repair, and during inspection it was found that the dso seal and upstream occlusion (uso) seal were delaminating. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history logs (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal and delaminated upstream occlusion (uso) seal. After investigation the results indicated a reportable malfunction due to the delaminated dso seal and uso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair validated through dso/uso sensor testing.